Event description:
It was reported that (2) devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 jaws broke on the first device and again when using the second device. The pt had an extend operating room time.